Event description:
This patient with long-standng coronary disease history, had a coronary stent in place, a history of conduction abnormality (left bundle branch block), and known hypokinesis of the anterior myocardia wall by pre-operative echocardiogram. During placement of the endocoronary sinus catheter, the patient developed complete heart block with hypotention. Chest compressions were preformed for 15 to 20 seconds unitl an epinephrine injectiion resulted in a prompt increase in the heart rate and blood pressure. A second attempt at placement of the catheter was associated with a ventricular fibrillation, requiring defibrillation. During placement of the endopulmonary vent, the patient developed ectopy, followed by asystole, and was successfully defibrillated. After the patient was placed on cardiopulmonary bypass (cpb), an attmept at placing a conventional pulmonary artery catheter resulted in additional rhythm disturbances. The intended two vessel CABG was completed via sternotomy, after which there was difficulty weaning the patient from cpb. An echocardiogram showed a further decrease in anterior myocardial wall function vs baseline. The patient subsequently required placement of an intra-aortic balloon pump.